Event description:
It was reported that the overpouch of a minicap was not completely sealed. This occurred before use and without patient involvement. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.